Event description:
The user facility reports. Expired neurowrap from consignment inventory was implanted by the surgeon. At the time of the surgery, the physician was not aware of the product being expired. He has been informed by the surgery center and as of 7/16/08, will not be removing the product. In accordance with aorn standards and practices it states, "to ensure that only sterile items are presented to the sterile field, all items should be inspected immediately before presentation to the field for proper packaging, processing, seal, package container integrity, and inclusion of a sterile indicator".

Manufacturer narrative:
The device in question is not expected back for evaluation. An investigation has been initiated based on the reported information.